Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level. It was also reported that the dexcom values were different from the results from the finger prick. No information was provide about symptoms, how they were treated for the issue and the duration of the medical event.

Manufacturer narrative:
Correction: emdr (B)(4) is a duplicate of emdr (B)(4) and was submitted in error. Please disregard and see emdr (B)(4) for adverse event details.